Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument involved in this event be returned for evaluation. However, the instrument has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the instrument log of the harmonic ace (part # 480275-08 / lot # l90210809-0239) associated with this event has been performed. Per the logs, the instrument was used on (B)(6) 2021 on system (B)(4). This is a single use instrument. A review of the site's complaint history shows no other complaints related to this product. No image or video clip for the reported event was submitted for review. This event has been deemed as a reportable event because it was alleged while the surgeon was cauterizing tissue, the white plastic part from the tip of a harmonic ace instrument came off and fell inside the patient during a da vinci assisted procedure with no evidence or claim of user mishandling/ misuse. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment falling into the patient may require surgical intervention. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, while surgeon was cauterizing tissue, the white plastic part from the tip of a harmonic ace instrument came off and fell inside the patient. The fragment was retrieved in the same procedure. The procedure was completed with no reported injury. On 16-nov-2021, intuitive surgical, inc. (Isi) clinical territory associate (cta) provided additional information. Cta was in the procedure when the issue occurred. The instrument will be sent back to isi, but not the fragment. The staff used a laparoscopic grasper instrument to retrieve the fragment. No post-operative tests was performed to check if for remaining fragments. The surgeon wasn't sure why the instrument broke. The instrument was in use for about 20 minutes before it broke. The instrument was inspected prior to use and there wasn't anything out of the ordinary. The surgeon did not notice any issues with the functionality of the instrument during the procedure. It was the scrub technician that made the comment that the instrument broke. There was no instrument collision. There was no injury to the patient and it is unknown if the patient experiencing any post-surgical complications.